Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: product evaluation was conducted and the alleged battery life complaint could not be duplicated. The battery cap coin slot was worn; however, the battery cap was able to fully tighten and the pump powered on with the returned battery cap. The review of the black box data showed evidence of partially discharged batteries being used. The pump electrical current draws were tested and were noted to be within specifications. Upon removal of the pump case, no evidence of internal moisture or loose components was found. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.